Event description:
Additional information received reported that the etiology was related to the entire catheter.

Event description:
It was reported that during a pump replacement that occurred on (B)(6) 2014, the catheter was noted as "a bit crimped" at the pump. Surgical revision took place the same day at which time the catheter was spliced. The etiology was the catheter lumbar portion. It was noted as related to the device or therapy and not related to the implant procedure. The patient had no symptoms. The patient resolved without sequela on (B)(6) 2014. The pump was used to infuse dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).